Manufacturer narrative:
The device associated with this report was not returned. The provided date code indicates the instrument was manufactured in june of 2010 and is over 6 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
While drilling to put a screw in the drill bit broke. Update feb 6, 2017: follow-up with the sales rep indicates the shaft is broken.